Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 0 degree endoscope plus involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus had a round metal piece missing from the middle. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site was unable to answer any of the questions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed and failure analysis investigations could not replicate or confirm the customer-reported complaint. The endoscope was visually inspected, and the silver circle was not found to be missing. This is expected, as the new -11 version includes only two gears. Additional observations not reported by the site: the endoscope showed cosmetic damage. Inspection of the cable¿s integrated connector revealed discoloration of the connector housing, which was visually confirmed. A defect was identified in the camera instrument adapter. During a friction test using a screening aid, the adapter did not rotate properly and/or produced noises, confirming binding. After removal from the endoscope housing, the attached endoscope adapter (aea) shaft bearing was found to be contributing to the friction. Visual inspection also confirmed damage to the cable assembly. The distal/proximal over-molded section of the cable assembly in zone b, located in the middle third of the endoscope cable, was found to be delaminated. The complaint was not confirmed by failure analysis. The probable root cause is attributed to the user¿s lack of awareness regarding the endoscope¿s updated design. The reported observation relates to the ¿11 version, which features only two gears and no longer includes the circular metal piece present in earlier designs.

Event description:
Refer to h11 for follow-up information.